Manufacturer narrative:
On august 7, 2023, an analysis of the suspect medical device's photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast mass, breast pain, neoplasm malignant, material rupture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 35-year-old caucasian female patient underwent breast implant surgery with two 325cc mentor memorygel breast implant. Post-operatively, the patient developed a malignant tumor in the chest area in 2014. The tumor was removed. At the time of this report, the results of pathology have not been provided. It was also reported that the patient experienced breast implant rupture on the left side confirmed by mammogram & ultrasound and complicated by breast pain. It was also re[ported that the patient developed a tiny little lump in the left breast area. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2023. The replacement devices were: (left) 350cc mentor memorygel xtra breast implant catalog: smhx350 lot: 9856216 sn: (B)(6) and (right) 350cc mentor memorygel xtra breast implant catalog: smhx350 lot: 9856216 sn: (B)(6).